Event description:
The advocate stated the customer's blood glucose was tested using his 2 contour meters. One of the customer's meter read 222 and 114 mg/dl. The other contour read 68 and 78 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.